Event description:
During a procedure, the "coating came off the [guide] wire." Reportedly, the procedure was completed with another sample of the same type of guidewire and there were no pt complications. Add'l event specific info has not been made available.